Manufacturer narrative:
(B)(4) the on-call bsc representative successfully contacted the family the morning of (B)(6) and was informed that the patient had died around 9:00 pm on (B)(6) 2015. Paramedics were called to the house and delivery of external defibrillation resulted in asystole. The patient could not be resuscitated and died. The daughter alleged that the device caused or contributed to the patient's death. The patient had not been pacemaker dependent and was 0% paced. No pacing inhibition was noted. The on-call device following physician directed boston scientific to download stored episode data at the funeral home. A review episode (v-1307) on (B)(6) 2015 (20:08) identified electrogram noise, oversensing followed by delivery of inappropriate therapy. The local representative commented that shock delivery induced the patient into ventricular fibrillation (vf). The induced arrhythmia was undersensed and no shock therapy was delivered by the device. A summary of episode v-1307 was delivered via email to the examiner¿s office. The funeral home director stated that an attempt would be made to remove as much of the defibrillator lead as possible and will send it along with the explanted device to bsc returned products. The on-call bsc representative arranged for a returned product kit to be sent to the funeral home. The explanted lead and device were received in bsc returned products in early january 2016. The last in-clinic device check occurred in february 2014. The pacing impedance was 793 ohms (800 ohms at implant). The pacing impedance was trending downward to the 200 ohm range. The r-wave sensing was 17 mv at implant and was also trending downward. The local representative commented that there was a sharp drop in pacing impedance around (B)(6) 2015 and this was confirmed by ts reviewing the latitude data. There had been two dismissed latitude checks during that time. A lead segment was returned and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). Ts was informed that this patient had received inappropriate therapy associated with noise and oversensing on (B)(6) 2015. The family had contacted the primary cardiologist on (B)(6) 2015 to report that the patient had received shock therapy. The family was informed that the patient should be taken to the emergency room (ER). It appears that the patient refused to be taken to the ER. The primary cardiologist instructed the patient to contact the device following physician for guidance. The on-call device following physician was contacted and in review of the stored data from the patient's monitoring system identified a stored episode associated with electrogram noise on both the right ventricular pace/sense and shock channels. The patient was instructed to proceed to the ER. Again, the patient refused to be taken to the hospital that day. A plan was agreed upon by the physician and patient's daughter that the patient would be taken to the hospital immediately if another shock was delivered, or the following morning no matter what. The on-call physician arranged a meeting with the patient and the on-call boston scientific representative on (B)(6) 2015 to perform a full device evaluation. The on-call bsc representative attempted to contact the patient multiple times between 4-8 pm (B)(6) 2015. The local representative was unable to make contact with the patient and left several voice mail messages.

Manufacturer narrative:
The right ventricular (rv) defibrillation lead was returned with the distal tip missing. The distal portion of the rv defibrillation lead showed that the rv pace/sense (negative) coils were extremely stretched and the ends were fractured. The rv high voltage cable was twisted and curled. It was concluded that the damage to this section of the rv defibrillation lead likely occurred during the explant procedure. Additional damage was identified in an area that was 18 cm from the is-1 terminal pin. The trilumen insulation was twisted off. Magnified visual inspection found that the rv pace/sense (negative) coils and the distal rv high voltage cable were twisted. The distal rv high voltage cable in this area was fractured. The rv pace/sense (negative) insulation in this area was breached (damaged). It was concluded that the damage identified in this area was most likely due to twiddler's syndrome.

Event description:
--